Event description:
The hospital reported that during an endoscopic vessel harvesting procedure, vasoview hemopro 2 metal filament from hemopro 2 wand was separated from the jaws. Harvester noticed after wand reinserted through the vasoview device when cleaning fat off hemopro 2 jaws during ligation phase of evh. Harvester did not actively close the hemopro 2 jaw when inserting the wand with tips up through the vasoview. No components detached into the harvesting tunnel or patient based on visual inspection. The device was set aside and a second evh kit was opened to complete the procedure without further issues. The only delay was opening a second vh-4000. There was no patient injury.

Manufacturer narrative:
Tw ID# (B)(4). The device has been returned to the factory and is being evaluated. A supplemental report will be submitted when the evaluation is completed.

Manufacturer narrative:
Trackwise#: (B)(4). The device was returned to the factory for evaluation on 04/09/2024. An investigation was conducted on 04/17/2024. A visual inspection was conducted. Signs of clinical use and evidence of blood was observed on the harvesting device handle. There were no visual defects observed on the intact clear silicone insulation. The heater wire was observed to be flexed and twisted away from the hot jaw from the base of the hot haw with detachment at the tip of the hot jaw. No other visual defects were observed. No electrical testing was conducted due to the condition of the heater wire. Based on the returned condition of the device as well as the evaluation results, the reported failure "material twisted/ bent wire" was confirmed. The lot # 3000372793 history record review was completed. There were no ncmrs, rework, or deviations documented for the reported lot number. Based on the DHR/lhr review results, it was determined that there is no relation between the batch manufacturing process and the reported failure.